Event description:
Reportedly, the idf file gali sonr crtd sn (B)(6) is not visible on the manager screen of the tablet. The file has been uplaoded on the usb stick, the usb stick has been connected to the tablet but the file doesn't appear on the "import" screen to be imported on the programmer.

Event description:
Reportedly, the idf file gali sonr crtd sn (B)(6) is not visible on the manager screen of the tablet. The file has been uploaded on the usb stick, the usb stick has been connected to the tablet but the file doesn't appear on the "import" screen to be imported on the programmer.

Manufacturer narrative:
The review of provided data confirmed the reported issue. The .idf files from ulys, edis and gali devices are not visible in "import" manager screen. This issue is due to an encryption key within any ulys, edis and gali programmer files (.cso) to respond to cybersecurity rules. This encryption key is not present in the remote monitoring files (.idf) and this create the reported display issue of the remote monitoring files on the manager screen of the programmer. The data from the .idf files are available in both report.pdf and egm.pdf files. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.